Event description:
Pt is reported to have had the ICD placed in 2005. During routine testing on (B)(6) 2012, the device showed increasing short v-v internals due to possible fracture of the rv lead. Pt admitted (B)(6) 2012 for removal of rv lead, new implant of rv lead, ICD replacement and pocket revision. Reason for use: heart disease and cardiac arrest.